Manufacturer narrative:
No unexpected low battery alarm was noted. All operating currents are within specification. The insulin pump passed the self-test. A motor error alarm occurred during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump experienced a prime anomaly. He stated that the insulin was squirting out during the manual prime process. The customer did not know the blood glucose reading. He stated that insulin continued to drip after the motor stopped and the act button had been released during the manual prime. He noticed that there was an increase of the device's prime number. He stated that it had risen to 10 units to prime when it used to be in the 2 unit range. He stated that he did not have supplies in order to troubleshoot the issue. He also reported experiencing motor issues for over a year and that the insulin pump had low battery. He stated that the battery only lasted for longer than a week intermittently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.